Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. The customer's blood glucose level was "high" (specific bg value was not provided). Customer changed pump supplies to address the issue and resolve the elevated bg.